Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial total bilirubin result was 0.975 mg/dl accompanied by a flag indicating the assay has unstable kinetics. The sample was repeated on another analyzer and the result was 0.6 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The root cause of the event was found to be consistent with high immunoglobulin levels causing a highly turbid sample, which can lead to increased absorbance and unreliable results. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." No product problem was identified.